Event description:
On (B)(6) 2024 a patient in france underwent a procedure for the placement of percutaneous endoscopic gastro-jejunal (peg) tubes. On (B)(6) 2024 it was reported that on (B)(6) 2024 the patient developed pneumoperitoneum, subcutaneous emphysema and pneumomediastinum.

Manufacturer narrative:
Reference number (B)(6). The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Pneumoperitoneum is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.